Event description:
Customer reported her new freestyle navigator receiver was reporting results in the wrong unit of measure (mmol/l). There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation determined the complaint is confirmed. The freestyle navigator receiver was manufactured according to the product specification to display results in mmol/l under receiver part number prt03410-401 rev c. This part number is intended to be packaged in kit part numbers that are distributed to foreign countries. The receiver was packaged in a kit part number distributed to the united states (p/n 70789-01). The bill of materials for kit p/n. 70789-01 does not include receiver p/n prt03410-401 rev c.